Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive bhcg result of 30.29 miu/ml for one patient sample. Upon repeat, a negative bhcg result was obtained. The false positive result was not reported outside the laboratory and there was no adverse impact to patient management reported. The patient sample is not available for return.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total b-hcg, list 7k78-25, that has a similar us product distributed in the us, architect total b-hcg, list 6c21. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(6), registration # (B)(4) to manufacturing site (B)(4), registration # (B)(4). Sections have been updated to reflect this information. MFR # 3005094123-2011-00586 has been submitted to address this error.